Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8120-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection. Infection was not device or procedure related. No further information available.